Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. B3: date of event - estimated as 07/26/2024 as this was the denoted aware date and the specified date is unknown.

Event description:
It was reported that during preparation a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The catheter irrigation port broke when it was attached to the irrigation line. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
B3: date of event - estimated as 07/26/2024 as this was the denoted aware date and the specified date is unknown. The device was returned to boston scientific for analysis. Upon device return and inspection, the strain relief/luer was found to be separated & the flush port was not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer are separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer can be seen. The complaint was confirmed through cis analysis.

Event description:
It was reported that during preparation a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The catheter irrigation port broke when it was attached to the irrigation line. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.